Event description:
The patient was seen on (B)(6) 2014. Diagnostics performed on the vns device indicated that high impedance was present and the device was at end of service (eos = yes). The patient's mother denied any pain or discomfort and said she was very satisfied with the vns. The patient's mother wanted the device left on and to proceed with replacement vns surgery. States that her impedance showed high at 7900 ohms and the eos flag showed yes and was red, the device showed it was delivering 0.75 ma of current on diagnostics and a full revision is planned. He states that per the patient¿s mom she denied any pain or discomfort and she was very satisfied with the vns. Patient¿s mom wanted to leave the device on and proceed to revision surgery with dr. (B)(6). The patient's vns lead and generator were replaced. Attempts were made for product return of the explanted device; however, they were unsuccessful.

Manufacturer narrative:
Device manufacturing records and programming history were reviewed. Review of manufacturing records confirmed the device met all final testing specifications prior to distribution. Device failure is suspected, but did not cause or contribute to a death or serious injury.